Event description:
The physician reported that the subject atrial lead dislodged soon after implantation, as evidenced by x-ray. Based on the decision of the patient¿s family, it was decided to monitor the patient with the pacemaker programmed to vvi mode instead of performing a re-operation.